Manufacturer narrative:
Covidien reference # : (B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece of the active waveguide disengaged during the procedure. There was no patient injury. Additional questions regarding the device and case have been asked to the site contact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report #1 : (B)(6) 2016. Date of follow-up report #2 : (B)(6) 2016. One used sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable device revealed that the dissector had a cracked waveguide. The customer reported that the device component had disengaged. The reported condition was not confirmed. The device had stopped working but there was no disengaged component. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red led indicator with an error tone (alarm activation) when the device was activated. This indicated that the device was not functional. The waveguide was inspected under magnification and the origin of the crack was identified. Investigation personnel concluded that the titanium waveguide was in use when it cracked and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. Device use after damage can cause the cracked waveguide to break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The IFU advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use.